Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens, downstream occlusion (dso) seal showing signs of contamination and corrosion on battery compartment. Event log history was performed and indicated that "high alarm displayed: cassette not attached properly" and "high alarm silenced: cassette not attached properly" were recorded in history. During analysis, the reported problem was able to be duplicated. Service replaced the dso sensor as a precaution. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter (B)(4). A lot number was provided and therefore a device history record review could not be completed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. One used sample was returned for evaluation. Visual inspection performed under normal conditions of illumination found no discrepancies in the connector or cannula. Functional testing was performed on the cuff of the returned sample by inflating a syringe in order to detect any leakage. No discrepancies were found in the returned sample as it remained inflated for at least 48 hours. The reported event could not be duplicated. The exact root cause of the reported event could not be confirmed. Actions taken to mitigate the reported event are the manufacturing personnel have been notified of the reported failure mode.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached" alarm. There was no patient involved in this event. No adverse effects were reported.